Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose up to 530mg/dl with no reported symptoms associated with an unspecified pump delivery issue. This report is made based on the allegation that the patient experienced hyperglycemia related to an unspecified pump delivery issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: during testing, the pump failed to power on. The battery compartment was observed to be cracked on the side of the pump and corrosion was observed inside the battery compartment. A leak test was performed and confirmed that the pump was leaking from the battery compartment. The pump was opened and no further evidence of moisture was observed. Full testing of the complaint was unable to be completed.